Event description:
It was reported to boston scientific corporation in 2006 that a double lumen retrieval balloon was being prepared for a procedure performed the same day (patient gender, age, and weight unknown). According to the complainant, the balloon "burst at first inflation while testing prior to use." The patient's condition at the completion of the procedure was reported as ok.

Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is undetermined.